Event description:
Further follow up revealed that pt is reportedly doing remarkably well and has had no major seizures since device replacement. Product analysis summary: the entire lead assembly was returned for analysis in 2 pieces. Visual inspection identified a break in the negative lead coil, 31mm from the lead bifurcation. Continuity checks were performed on the lead body and electrode portions returned and a lead break was confirmed on the negative coil of the electrode portion. No other discontinuities were identified on the remaining lead portions. The fracture was examined using electron microscopy and no pitting was identified on the coil wire surfaces. As a result, it was not possible to determine if current was flowing at the time the break occurred. The remaining conditions of the lead portions returned are consistent with conditions that typically exist following an explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported events.

Event description:
Reporter indicated that when they swipes their generator with their magnet it does not activate as it should, however the patient does feel normal mode stimulation. The physician decided to replace the generator. Prior to surgery, the generator could not be interrogated. After a new generator was connected to the old lead, diagnostic testing was done which resulted in a dc-dc code of 7, limit, and high indicating a potential lead failure or a connection problem. Trouble-shooting was done; however, the same high impedence results were seen. The lead was then also replaced. A lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the potential malfunction is unknown. This event is currently being investigated.